Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a granuloma at the tip of the catheter. The patient was asymptomatic and neurologically intact. On (B)(6) 2011 the healthcare professional was unable to aspirate fluid. The entire catheter was surgically replaced and repositioned at l5-s1. The medication was decreased with the goal of tapering off the hydromorphone. The pump also contained prialt. The event was reported to be "ongoing". Routine mris were planned to monitor the granuloma.